Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent ilioinguinal nerve blocks and underwent an exploratory laparotomy on (B)(6) 2013 during which the surgeon noted the mesh adhered to the external oblique fascia and the spermatic cord was somewhat atrophied and skeletonized. The surgeon isolated the spermatic cord above the level of mesh and dissected the mesh away from the overlying external oblique fascia and the underlying tissue on the floor of the inguinal canal, finding it apparent that the mesh was some sort of dual layered prolene hernia type of mesh with a preperitoneal and an onlay portion. Ultimately, the surgeon completely dissected the mesh away from the cord and its surrounding tissue with difficult and tedious procedure. It was reported that the patient experienced severe pain and inflammatory reaction in his left groin. No additional information is provided.